Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they have seen numerous reports of patients being ¿zapped¿ while going through theft detectors.